Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ma2717, and no non-conformance were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture popped off the needle. Needle pulled off the suture and was retrieved from the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.